Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarms during bolus delivery. The customer's blood glucose level was 104 mg/dl. During troubleshooting with tandem technical support, air bubbles were observed to be in the luer lock and it was slightly loose. The customer tightened the luer lock and the air bubble was removed. The remainder of the bolus was delivered without any further occlusion alarms.

Manufacturer narrative:
Per tandem's t:slim user guide: "check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure."